Event description:
The surgeon inserted the falope ring applicator and the tips were used to grasp around the left fallopian tube. As the graspers were closed and brought up into the falope ring applicator, the fallopian tube was cut in half from the device. This procedure was repeated and again the fallopian tube was cut by the device. The surgeon determined the falope ring applicator was defective and proceeded to use kleppinger cautery to ligate the left fallopian tube. The surgeon applied the falope ring applicator to the right fallopian tube. The surgeon grasped the fallopian tube and brought it up into the clamp, however, not a very big buckle of tube was noted and the ring was not able to be used. The surgeon proceeded with the kleppinger cautery to ligate the right fallopian tube.